Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the moment the pump was powered up, the device started double beeping. The customer's reported problem was confirmed. Service replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep no cassette alarm. No patient involvement.